Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd precisionglide¿needle "there is a crusty white coating on the syringe." There was no report of injury or medical intervention.

Manufacturer narrative:
Additional information: investigation results: one sample was returned. It has epoxy on the tip of the needle. Possible root cause: the rack of needles fell against another rack coming in contact with uncured epoxy. A misassembled needle with uncured epoxy came into contact with the needles in question during assembly. Corrective action: here are the things we've done to improve epoxy splatters and drip overs: re-trained operators in regards to inspecting for epoxy drip overs and identify epoxy issues. Modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles. Revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues.

Manufacturer narrative:
Investigation summary: investigation results: not applicable; no samples or photos were attached. Qn review: no notifications written for fm for this batch, nor for the associated assembly batch. DHR review: needle assembly batch 6056562 had 15 visual inspections performed on (B)(4) parts with zero defects recorded. Assembly batch 5303547 had seven visual inspections performed on (B)(4) parts with zero defects recorded. Investigation conclusion: possible root cause: unable to determine.